Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to a pinhole on distal sheath and due to deformation of up/down knob, probe cover had a scratch, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, bending tube was deformed, indication on suction connector was peeled, suction connector had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a scratch, image guide protector had a scratch, forceps channel port was shaved, grip had a scratch, scope cover had a scratch, switch box had a scratch, switch 1 was deformed, suction cylinder was shaved, forceps elevator lever had a scratch, free-engage knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, electrical connector had corrosion due to water leakage, adhesive on distal sheath had a crack, adhesive on distal sheath had a chip, distal sheath had a scratch, the play of up/down knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a scratch, and a streak of flare appeared in the image due to adhesive peeling around objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air bubbles from the gap between curved rubber and adhesive. It is unknown when this issue occurred. The device was returned for evaluation. During the device evaluation, foreign material inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined the event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.